Manufacturer narrative:
B5, e1, e4, g3. H10: awareness date was originally reported as 9/10/2020, correct awareness date is 9/9/2020 low bg reported under medwatch#3013756811-2020-105073.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 69 mg/dl, and the meter bg reading was 109 mg/dl. The customer declined to provide additional information regarding the issue.voluntary medwatch received 9/9/2020 via us mail reported:patient with type 1 diabetes mellitus, on insulin pump with tandem tslim+ dexcom g6 with control iq. He had a severe hypoglycemic episode on (B)(6) 2020 with loss of consciousness. Dexcom cgm showed glucose of 109. Tested blood glucose with meter - glucose level at 69. Started to a eat granola bar, but mouth felt dry. Went to get a drink of water, but lost consciousness and fell on the ground while walking to the bathroom - hit shoulder on doorway. The impact of the fall woke him up. Went to ed the next day, required stitches for neck laceration. Also having ongoing lower back pain. On review of pump download, it appears on the evening on (B)(6), patient gave bolus for 38 g carb, glucose level increased and additional insulin was given via pump. Control iq then did suspend insulin delivery, but appears this may have occured after his severe hypoglycemic event. FDA safety report ID# (B)(4).

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 69 mg/dl, and the meter bg reading was 109 mg/dl. The customer declined to provide additional information regarding the issue.